Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser power. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the system. However, it was discovered that the laser indirect ophthalmoscope (lio) fiber was nonconforming. A new fiber was ordered for the customer to install. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 18, 2008. Based on qa assessment, the product met specifications at the time of release. There was no problem found with the system. The root cause of the reported event can be attributed to a nonconforming lio fiber. However, how or when the lio became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).